Event description:
The complainant reported a suspected false (incorrect) negative result from a rapid result covid test system on a patient (details unknown). The patient was covid-positive and had symptoms but tested negative with carestart covid-19 test. The patient reported taking another rapid antigen test binaxnow and obtained a positive result (details unknown). No adverse patient effects were reported. Access bio followed up three times, once on october 13, 2021 (phone call) and twice on october 21, 2021 (phone call and a text message) to better understand the facts and circumstances for the tests. The complainant was asked to provide lot number, clia number, and more detailed information about the patient. However, the complainant said that he was not the person who conducted the test, and he was calling on behalf of the end user and the person who knows all the information would call back. But access bio did not receive any response from either the end user or the complainant.

Manufacturer narrative:
To identify the true root cause of this allegation, access bio would need more information from the customer to rule out potential root causes, however, in the absence of information from the customer, it would be difficult to rule out potential root causes identified below: the customer might misinterpret test result. The customer might not follow the instructions for use (IFU) in any of the following way: inadequate sample collection, interpreting result before 10 minutes, not performing test immediately after opening the test device in the pouch, potential contact with foreign substances and household cleaning products during sample collection and testing, excessive buffer application to sample well of test device. The customer might not have used the test in accordance with its intended use: testing outside of the first 5 days of symptom onset, the patient might have taken high doses (>10 mg per day) of biotin before testing. 12.82% of false negative results are expected based on performance characteristics claimed for this test (87.18% ppa). 5. The other antigen test might yield false positive result access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.